Manufacturer narrative:
The device history records for the hdf-3500 device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The hdf-3500 passed ¿out qat from heartsine technologies on the 1st may 2018. Y1 is an integral component within the rtc circuitry. During the investigation, the crystal was found to have no measurable output, indicating a failure of the crystal. This prevented the rtc from functioning correctly and resulted in a number of failures, including an incorrect date and time stored on device, an inability to synchronise to pc date and time, and a ¿device service required¿ prompt as per the reported fault. All faults were rectified subsequent to a new crystal being installed. The device was tested to final test specification, (B)(4), on the 1st may 2018 successfully passing all tests. Therefore, it is concluded the component failed after this date. The device was still able to deliver shock therapy as demonstrated during the investigation. Due to the stress testing carried out during the investigation, this device shall be retained and replaced with another hdf-3500.

Event description:
Device service request prompt. There was no patient involved in this event.